Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2015 with diabetic ketoacidosis. Customer experienced nausea, vomiting and thought she was having a heart attack. Blood glucose was high at 495 mg/dl. She was released and brought back to the hospital that same day. Customer was treated with manual injection and blood glucose level was reduced to 230 mg/dl. They declined to check for site, insulin or set issues and the settings. The insulin pump passed the high pressure test. It was advised to follow up with doctor, change the entire infusion set and reservoir and call back if issue persists.